Manufacturer narrative:
The insulin pump had an intermittent button response due to the corroded keypad traces. There were no unexpected numbers ramping/scrolling during testing. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a stained end cap sticker, and a cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call that she went to give a bolus and hit the act button. Customer went to enter her carb values and it kept going up. Customer stated that she took the battery out of her pump and when she put it back in, she still had the same issues. Customer's blood glucose was 121 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.